Event description:
During surgery the tip of the scissors broke off and was left in the pt. A 20-min delay to the knee surgery was experienced and a back-up device was available.

Manufacturer narrative:
Eval of the device showed the shafts tip/cutting edge is broken off. The break is uneven in nature. Without the return of the broken tip, a conclusion cannot be made.